Event description:
According to the reporter, when the patient came to the hospital for dialysis, the technician noticed a crack in the venous luer adapter but there was no leakage noted. Povidone - iodine was the cleaning agent used on the device. Tego was utilized. Betadine was the cleaning agent typically utilized to clean the adapters. After each dialysis, the cleaning agent(s) were allowed to dry completely. No instrument was used to loosen or tighten the device but hands were used instead. No other device was used with the device. There was no blood loss and no blood transfusion was required. The patient had no medical intervention/treatment due to the event. It was said that only the reported broken venous luer adapter was changed by the doctor and the catheter was remained in patient which resolved the issue. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the returned luer adaptor noted no abnormalities. The crack present in the photo was not present in the returned device. It was determined that the returned luer adaptor was from a different device than the one shown in the photo. It was reported that the luer adapter was cracked. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient came to the hospital for dialysis, the technician noticed a crack in the venous luer adapter but there was no leakage noted. Povidone - iodine was the cleaning agent used on the device. Tego was utilized. Betadine was the cleaning agent typically utilized to clean the adapters. After each dialysis, the cleaning agent(s) were allowed to dry completely. No instrument was used to loosen or tighten the device but hands were used instead. No other device was used with the device. There was no blood loss and no blood transfusion was required. The patient had no medical intervention/treatment due to the event. It was said that the doctor changed the broken adapter to resolve the issue. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, d4 (expiration date, lot number), g1 (MFR contact first name, last name, email, phone number), g3, h4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the image depicts a crack in the blue luer adapter. It was reported that the luer adapter was leaking, cracked or broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, a crack was noted in the venous luer adapter but there was no leakage noted. The catheter was not repaired. Povidone - iodine was the cleaning agent used on the device. Tego was utilized. No instrument was used to loosen or tighten the device. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.